Event description:
It has been reported to philips that the system would not start. There was no reported patient or user harm. A philips field service engineer (fse) replaced the suite pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the suite pc was faulty, would not power up. Manual start of the pc was not possible, but the power supply was good. Further troubleshooting found that the motherboard on the suite pc was faulty. To resolve the reports issue, the fse replaced the suite pc mdp and reloaded the system software, configuration restored. After the functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.